Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was unknown. Customer stated that screen is blinking white and has a horrible alarm. The customer was assisted with troubleshoot and customer called back with blank display after receiving new battery cap. Customer reports display is flashing. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on electrical board. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test or verify missing segment and partial display anomaly due to blank-flashing white lcd. The device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label.